Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to a corroded keypad trace. No rewind anomaly could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a rewind attempt. The customer did not know the blood glucose reading. The customer stated that she went to rewind the insulin pump and change the infusion set, but before she could finish, the insulin pump alarmed button error. She noticed that the device did not rewind, so she changed the battery, leading up to the alarm. The customer stated that she had worn the insulin pump in her pants. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.